Event description:
The reporter stated that the tubing separated from the female luer lock. No patient injury or treatment as a result of this issue.

Manufacturer narrative:
One set returned with the female luer lock separated from the tubing. The cause of the separation of the tubing could not be determined since there was a sufficient amount of solvent present, the tubing had been fully inserted and the tubing and adapter conformed to specifications. There was no lot number reported in order to determine when the set was manufactured. Issue being monitored. Medex was able to confirm this issue; however can not determine the cause since the returned unit had been assembled correctly and the components met specifications. Issue being monitored. No additional action necessary at this time. Medex considers this issue closed with this MDR report.